Manufacturer narrative:
Upon visual inspection, it was found that the locator abutment has fractured at approximately the 1st thread. The portion of the locator that retains the over denture is in like-new condition. The component was returned to the manufacturer zest for investigation. Zest quality department reviewed the component and found a fracture of the screw threads during use. The remainder of the threaded portion was found to be in specification with no material defect noted. Investigation review did not identify information suggesting the product contributed to the event. No lot number was provided for review, therefore a device history record or complaint history review could not be completed. A definitive cause could not be determined. (B)(4)

Event description:
The dentist reported that this locator abutment fractured. The fractured portion of the locator screw was retrieved and the locator abutment was replaced.